Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the adapter was fractured. The received condition of the product precluded functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. At the beginning of the procedure, the surgeon was performing a pretest for articulation. The articulation was only possible in one direction. The device as not applied to the tissue. In order to resolve the issue and complete the case, a new device was used. There was no patient harm. The patient status is alive, no injury.